Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleges the pump never works. The customer reported a blood glucose value of 400 mg/dl. The customer experienced hyperglycemia. The event involved product(s) unk_ngp. Troubleshooting was performed for the high blood glucose. The customer was using the pump within 48 hours at the time of the event, and it was unknown whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. No product return is required for unk_ngp. Frn-unk-rsvr, unomed inf set.

Event description:
Updated summary: as per the additional information received, customer also reported that diabetic ketoacidosis. The event involved product(s) mmt-1884, mmt-7841zn, mmt-332a, unomedical, mmt-7040a. No product return is required for mmt-1884, mmt-7841zn, mmt-332a, unomedical, mmt-7040a.

Manufacturer narrative:
Additional information has been received regarding the product change from unk_ngp to mmt-1884, addition of new products to the event and also addition of diabetic ketoacidosis harm which was not included in the initial report. So, the additional information has been updated in sections b5 (updated the summary), d1/d2a/d2b (product code, brand & device name), d3 (manufacturer details), d4 (product model, catalog, serial, lot number, expiration date and primary UDI number), d10 (updated the concomitant products), h6 (added health effect - clinical code 2364 and it's related health effect - impact code 2199) and h11 (puerto rico manufacturing site verbiage) with this supplemental report. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.